Event description:
Disabled/ can't work [impaired work ability] subjected to falling all the time [falling] had a head injury [head injury] keloids arthritis [arthritis] knee pain [knee pain] taking the injection 4 times a year, when the medication should only to be taken 2 times a year with no reported adverse event [intentional misuse in dosing frequency] case narrative: initial information received on 15-apr-2024 regarding a solicited valid serious case received from a patient service representative, in the scope of patient support program "psp_saus.tjo.012". Study title: sanofi patient connection. This case is linked to case (B)(4) (multiple devices suspect for same patient) this case involves 68 years old female patient who could not work/disabled, had a head injury, subjected to falling all the time, keloids arthritis, knee pain and while being treated with hylan g-f 20, sodium hyaluronate [synvisc]. Patient was taking the injection 4 times a year, when the medication should only to be taken 2 times a year with no adverse event reported directly linked to this intentional product misuse. The patient's past medical treatment(s), vaccination(s), concomitant medication and family history were not provided. It is unknown if the patient had any medical history, concomitant disease or risk factor. On an unknown date, the patient started taking hylan g-f 20, sodium hyaluronate first injection, liquid (solution) (strength: 16mg/2ml, with an unknown dose, frequency, route and indication) (2 injections every 6 months). On an unknown date and latency (unknown batch number and expiry date), it was reported that patient was taking the injection 4 times a year, when the medication should only to be taken 2 times a year (intentional product misuse). She also reported keloids arthritis (arthritis), knee pain (arthralgia) and had a head injury (head injury). The patient was disabled and could not work (impaired work ability). She was subjected to falling all the time (fall) (unknown onset date and latency). It was unknown if the patient experienced any additional symptoms/events. It was unknown if there were lab data/results available. Information on batch number and expiry date was requested. Action taken: not applicable for the events fall, arthritis, arthralgia, head injury and impaired work ability. It was not reported if the patient received a corrective treatment for the events fall, arthritis, arthralgia, head injury and impaired work ability. At time of reporting, the outcome was unknown for the events fall, arthritis, arthralgia, head injury and impaired work ability. Reporter causality: not reported for all events company causality: not reportable for all events seriousness criteria: disability for impaired work ability. A product technical complaint (ptc) was initiated on 15-apr-2024 for synvisc (lot/batch number: unknown) with global ptc number: 100419640. The sample of the ptc was not available and the ptc stated: preliminary assessment: based on the complaint from intake team, there is no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The defect class has been updated to ii. (Em (B)(6) 2024). Investigation (em (B)(6) 2024) the product lot number was not provided. A batch record review is not possible. Based on the lack of information, no assessment is possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective and preventive actions) is required. The final investigation was completed on 29-apr-2024 with summarized conclusion as no assessment possible. Additional information was received on 29-apr-2024 from quality department via other healthcare professional: ptc number, details, results were added. Text was amended.

Event description:
Disabled/ can't work [impaired work ability]. Subjected to falling all the time [falling]. Had a head injury [head injury]. Keloids arthritis [arthritis]. Knee pain [knee pain]. Taking the injection 4 times a year, when the medication should only to be taken 2 times a year with no reported adverse event [intentional misuse in dosing frequency]. Case narrative: initial information received on 15-apr-2024 regarding a solicited valid serious case received from a patient service representative, in the scope of patient support program "psp_saus.tjo.012". Study title: sanofi patient connection. This case is linked to case (B)(4) (multiple devices suspect for same patient) this case involves 68 years old female patient who could not work/disabled, had a head injury, subjected to falling all the time, keloids arthritis, knee pain and while being treated with hylan g-f 20, sodium hyaluronate [synvisc]. Patient was taking the injection 4 times a year, when the medication should only to be taken 2 times a year with no adverse event reported directly linked to this intentional product misuse. The patient's past medical treatment(s), vaccination(s), concomitant medication and family history were not provided. It is unknown if the patient had any medical history, concomitant disease or risk factor. On an unknown date, the patient started taking hylan g-f 20, sodium hyaluronate injection (strength: 16mg/2ml, with an unknown dose, frequency, route and indication) (2 injections every 6 months). On an unknown date and latency (unknown batch number and expiry date), it was reported that patient was taking the injection 4 times a year, when the medication should only to be taken 2 times a year (intentional product misuse). She also reported keloids arthritis, knee pain (arthralgia) and had a head injury. The patient was disabled and could not work (impaired work ability). She was subjected to falling all the time (fall) (unknown onset date and latency). It was unknown if the patient experienced any additional symptoms/events. It was unknown if there were lab data/results available. Information on batch number and expiry date was requested. Action taken: not applicable for the events fall, arthritis, arthralgia, head injury and impaired work ability. It was not reported if the patient received a corrective treatment for the events fall, arthritis, arthralgia, head injury and impaired work ability. At time of reporting, the outcome was unknown for the events fall, arthritis, arthralgia, head injury and impaired work ability. Reporter causality: not reported for all events. Company causality: not reportable for all events. Seriousness criteria: disability for impaired work ability.